Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 2mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilation and the device was initially inflated at 12 atmospheres. Second inflation was performed at 12 atmospheres; however, during the third inflation at 12 atmospheres, the balloon ruptured after being inflated for 30 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with blood and contrast in the inflation lumen, contrast in the balloon. The balloon was loosely folded. The device soaked in a warm waterbath for 5 days. The tip, balloon, markerbands, inner shaft and outer shaft were microscopically and tactile inspected. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, the balloon inflated to rated burst pressure and held pressure without leaking for 5 minutes. Inspection revealed damage to the tip, shaft damage (flattened) that in 5cm in length and starts at the tip of the device, and numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported balloon burst was not confirmed. Because there was no evidence of any product quality deficiencies, it was considered likely that the hypotube kinks, shaft damage and tip damage were attributable to procedural factors. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 2mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilation and the device was initially inflated at 12 atmospheres. Second inflation was performed at 12 atmospheres; however, during the third inflation at 12 atmospheres, the balloon ruptured after being inflated for 30 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.